Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by a local service technician of maquet. The motor control board will be replaced.

Event description:
It was reported that, after 30 minutes on bypass an error message appeared in the rotaflow window which read error 5 v. At this point a continous long tone alarm was heard and the rotaflow stopped. All other roller pumps on the hl20 were still working. Ref.# (B)(4).